Manufacturer narrative:
The issue occurred after the cl electrode was replaced. Hotline had the customer clean and dry the electrode port and body and recalibrate/run qc more often. Upon follow-up on (B)(6) 2011 and (B)(6) 2011, the customer reported that cl had stabilized and had not had any further issues. A field service engineer (fse) went on-site (B)(4) 2011 to evaluate the instrument and found no issues.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system which were reported outside of the laboratory. When the issue was noted, 51 samples were repeated on a different instrument in the laboratory and 39 reports were amended. There was no affect to patient treatment with regard to this event.